Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies available. No conclusion can be drawn.

Event description:
It was reported that patient underwent posterior fixation at levels c2-c7 to treat myelopathy in (B)(6) 2000. The screw was used by surgeon's desire. On (B)(6) 2015, the patient developed instability and neurological symptoms. Revision was scheduled to extend fusion. Rod at c2/6 was removed and a loosening screw at c2 was also removed. Another screw was inserted at c1, and fixated c1/6 with 3.5/5.5 tapered rod. Straight bones from iliac were grafted to lamina at c1/2 and facet joint. Bone union status: union at c2/6 is achieved. Implant malfunction: there's no implant malfunction but c2 screws on both sides were loosening. The surgeon determined not to insert screw at c2 as bone union was achieved at c2/6. Cause of instability at upper vertebrae:stress occurred between c1 and c2 due to the load of fixation at c2/c6.